Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was displaying an error message; error 2. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged error message issue first began on (B)(6) 2019 at 11:30 am. The patient informed the csr that he manages his diabetes with 800 mg of metformin twice daily in combination with diet and exercise. It was reported that the patient continued with his usual diabetes management routine and took his usual 800 mg of metformin after the alleged issue began. The patient claimed that at 1:00 pm that day he developed symptoms of ¿about to pass out and feeling hungry¿. The patient also reported that he developed a ¿bad headache¿ at an unspecified time later on that day. The patient reported that he went to the emergency room (ER) at an unspecified time where he received treatment of ¿IV fluids¿. The patient also reported having his blood glucose measured while at the ER but was unable to provide the result obtained. However, the patient did claim that the result obtained with the ER meter was ¿high¿. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and that based on the information provided, there appeared to be no misuse to the device. The csr confirmed the correct test strips were being used for testing and that the patient was following the correct testing procedure. The csr walked the patient through performing a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged error message issue began.